Manufacturer narrative:
It was reported that on (B)(6) 2021, the ge healthcare (gehc) pdm provided falsely low mean arterial blood pressure (map) values for which the clinician provided medical treatment. The patient survived the event without injury. The affected pdm and patient cable were returned to gehc for additional testing which did not show any issues with incorrect measurements. Cleaning residue was noted on the pdm patient cable connector pins and pdm invasive blood pressure ports. Testing was performed with excess cleaning solution inside the pdm connector which showed that the invasive blood pressure (ibp) readings were affected by leakage currents in the connector due to the residual cleaning solution. A gehc clinical application specialist visited the customer site and did not identify any issues with their ibp setup or workflow. However, it was observed that the pdm and patient cables were being cleaned/disinfected with excessive cleaning solution. The service manual provides guidance of proper cleaning and cautions that improper cleaning methods can result in degradation of equipment performance and/or failure. Gehc presented their findings and re-educated the customer on proper cleaning techniques. In follow-up, the customer indicated they have instituted changes to their cleaning practices.

Manufacturer narrative:
Patient information: the customer has not provided the information. UDI: (B)(4). Legal manufacturer: (B)(4). Ge healthcare's investigation is on-going at this time. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pdm provided incorrectly low invasive blood pressure values for a patient recovering from surgery. The clinician treated the patient with medications based upon those invasive blood pressure values. The patient did not suffer an injury related to the medications provided.